Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut off during the night. The customer reported an elevated blood glucose (bg) level of 320 (mg/dl). The customer was able to connect the pump into a power source, turn the pump on and complete the load process. A bolus via the pump was delivered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. The customer stated that they connected the pump to a power source the previous night however was unable to locate any charge initiation in the pump data. The customer stated that the area surrounding the pump usb charging port is corroded and the customer believes this is the reason that the pump was not charging as expected. The pump was confirmed to be charging properly at the time of the call.